Event description:
Pt's leg hit lift arm and release, pt was gently lowered however pt sustained laceration to the left lower leg, over shin slightly medially requiring sutures. Release noted to be sharp.